Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 9 months after initial implant. Op report - postoperative diagnosis; extensive osteolysis with loosening femoral component in the exactech recall group. No images were provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitant devices: (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5g1 the following sections were corrected: . The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.